Manufacturer narrative:
There are no additional device identification numbers. Occupation: senior director of quality report source: (B)(6). Ge healthcare¿s (gehc) investigation has determined that the gehc MRI system was operating normally and within performance specifications when the (B)(6) neuroblate fullfire select diffuse tip probe malfunctioned. It was determined by (B)(6) that the tip of their device is susceptible to heating in the presence of rf energy from any manufacturer¿s 1.5t MRI systems. As reported in this event, the material of the probe unexpectedly heated resulting in a burn to the patient's brain tissue. It is confirmed that the device manufacturer has released new specified conditions of use. No further actions are required at this time by gehc.

Event description:
It was reported to ge healthcare (gehc) from monteris medical corporation (mmc) MFR report # 3009970070-2016-00015, uf/importer report # (B)(4), that a patient sustained a burn to brain tissue due to unintended probe heating during a tumor (MRI guided laser) ablation procedure utilizing a mmc fullfire select diffuse tip probe and the gehc optima mr450w.